Event description:
It was reported that revision surgery was performed due to a soft tissue reaction and elevated metal ion levels (exact values not reported to the manufacturer).

Manufacturer narrative:
.